Event description:
It is reported that, after receiving an implant in (B)(6) 2013, the pt underwent two additional procedures to washout the knee in (B)(6) 2013 due to "loosening parts and infections in the knee", as well as IV antibiotic treatment. The pt ultimately underwent a two-stage revision for infection with the components removed on (B)(6) 2014 for placement of an antibiotic spacer. The second stage of the procedure was done on (B)(6) 2014.

Manufacturer narrative:
Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any pt infection. A definitive root cause cannot be determined with the info provided; however, the complaint may be reopened upon return of x-rays and/or product or further info. The part numbers and lot numbers are unk; therefore, the DHR could not be reviewed and a product history search for previous complaints could not be conducted. No devices or photos were received; therefore the condition of the components is unk. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated.